Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The customer stated that they kept the device in their pocket. The customer's blood glucose was 117 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.